Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the battery charger/modem would reset. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u104 and u103 on the ca board. The battery charger/modem also had and a missing power cord. The root cause of the failure cannot be positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and indicated that a patient using the device reported charger resets.